Event description:
It was reported through medwatch that the patient experienced ventricular tachycardia (vt) and anemia secondary to gastritis and duodenitis in 2020.

Manufacturer narrative:
Section a: patient information was not provided. B3: event date estimated. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events could not be conclusively determined through this evaluation. It was reported the patient experienced ventricular tachycardia (vt) and anemia secondary to gastritis and duodenitis in 2020. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" of the IFU lists potential adverse events, including cardiac arrythmia, and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also lists arrhythmia as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.